Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to degradation in device performance. No contrast was seen in the system under x-ray. A revision surgery was performed in which the existing device consisting of a balloon and pump implanted in 2002 and a cuff implanted in 2012 was removed and a new aus system was implanted. There were no complications and the patient was said to be good after the procedure.